Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 2000 mcg/ml baclofen at 1400 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had intermittent overdose symptoms of unconsciousness, floppiness, and a low respiratory rate every 1 to 2 weeks. It was specified to be serious overdose that would last 24 to 48 hours. This had been going on for about four years. The patient's dose was weaned down and saline was put into the pump. The patient had not had any overdose episodes since he had been weaned down and on saline. No further issues were reported or anticipated. Additional information was received from a health care provider on 2018-aug-20. It was reported that the overdose episodes were not witnessed by the hcp. It was noted there had been no recurrences since ceasing use of the intrathecal baclofen so the "pump/catheter/dosing system seems quite likely to be the cause." It was noted the pump was turned off and enteral baclofen was initiated. The patient was titrated down and the baclofen was replaced with saline in the pump. It was noted an episode was witnessed by the doctor's colleague on (B)(6) 2018. The pump was turned off on (B)(6) 2018. The patient's weight was provided. No further complications were reported.